Event description:
It was reported that customer experienced broken pump screen that stayed black. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.